Manufacturer narrative:
MDR (B)(4) / initial 4 of 5.based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issues, resulting in five infusion sets falling off during use after less than 3 days of wear on (B)(6) 2026.